Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported while inserting the implant the surgeon was banging it in and when he removed the handle the bearing fell out and into the patient. The bearing was removed and no adverse events were reported.

Manufacturer narrative:
The two (2) returned lv00183 (fixed t-handle w/ push connect) from lot 083590 were visually inspected by quality engineering. The DHR (device history record) was reviewed and there were no reported deviations or non-conformances. Visual inspection of the separate handles confirms damage to each; one handle¿s push connect feature has becoming completely disengaged and inoperable. One handle fails to retain a driver. The other handle exhibits cracking on the rubber t-handle but retains its driver connect functionality. It was identified there was an internal spring that became dislodged for some reason and was preventing the instrument from working properly. After fixing the dislodged spring, the handle worked fine. Inspection concludes the instrument failure was the result of end-user misuse.